Event description:
The hospital reported unit failure during pre-use checkout resulting in a loss of ac power with inability to charge the back-up battery. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).